Event description:
The safety mechanism didn't engage, resulting in a needlestick injury to the nurse. The nurse required prophylactic treatment as a result.

Manufacturer narrative:
Results: the sample is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified, (B)(4).